Event description:
It was reported that the patient experienced an episode of ventricular tachycardia (vt); the device failed to deliver adequate high voltage therapy. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.